Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a lower blank display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.